Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 495 mg/dl. Customer reported other blood glucose was 220 mg/dl. The customer did experienced the symptoms such as nausea and headache. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and displacement accuracy test. Device passed the dat at 0.08780 inches.